Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) attended the clinic as they heard beeping tones coming from the device. Measurements were performed, and it was found that the right ventricular (rv) shock impedance was high out of range and fluctuating from 155 and 160, and even to 200 to 220 ohms. Additionally, noisy signals on the shock channel were noted. Boston scientific technical services (ts) recommended further troubleshooting, including x-ray imaging to confirm correct system placement and because the engineering team believed the reported observations could be related to a potential lead conductor fracture. Later, x-ray imaging was completed and reviewed, and no clear signs of a lead conductor fracture were identified. The patient also stated that they have not had a fall or impact to the chest area. At this time, no further information is available. Of note, the implanted rv lead is not a boston scientific product. The device remains in service and no adverse patient effects have been reported.